Event description:
The patient reported communication issues between the implant and the external equipment after a fall. During a lead revision procedure, the surgeon decided to explant. Patient was implanted with a new advanced bionics spinal cord stimulator.